Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during basal and bolus. Customer's blood glucose was 546 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer would return consumable products. Customer requested a one on one assistance to address her excessive occlusion issue. Three attempts were made to contact customer and customer could not be reached.